Event description:
It was reported that 200 intima-ii 20gax1.16in prn slm npvc catheters had rust spots on their needles. The following information was provided by the initial reporter, translated from chinese to english: "the complaint of this product occurred in the indwering needle when it was used in the hospital. When it was opened, the needle was found to have rust spots".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/9/2021. H.6. Investigation: a device history review was conducted for lot number 0019790. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by the facility has been received and reviewed by our team of quality engineers. During the course they were unable to identify any signs of corrosion or other observable defects. The device was found to normal and unaffected by any non-conformances. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 intima-ii 20gax1.16in prn slm npvc catheters had rust spots on their needles. The following information was provided by the initial reporter, translated from chinese to english: "the complaint of this product occurred in the indwering needle when it was used in the hospital. When it was opened, the needle was found to have rust spots."